Event description:
A 4f cook sheath with hole where white hub meets blue sheath. Physician noted bleeding at this site and requested a new sheath to replace the defective sheath. No harm to the patient. New 4f cook sheath placed with no further problem.